Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including daily/weekly/monthly testing, stress testing, and internal inspection without duplicating the report. The customer declined the recommended repair of the device. Therefore, the device was returned and labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.